Event description:
Procedure: gynecology. According to the reporter: while the surgeon was using the covidien endo stitch device, the suture needle broke in half inside the patient. Half of the needle was retrieved. The needle was able to be retrieved from the patient. The piece was found immediately and no x-ray was involved. The patient status is good. No injury to the patient. No extension to or time delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) 9. What is the current status of the patient? Additional information received from the account. The needle was able to be retrieved from the patient. The piece was found immediately and no x-ray was involved. The patient status is good. No injury to the patient. No extension to or time.

Manufacturer narrative:
(B)(4).